Event description:
Device issue: stent dislodgement. Time of device issue: during device preparation. Adverse event: no pt involvement. It was reported that during preparation of the promus stent system, when the stylet was removed, the stent came off with it. The device was not used and a new promus was used to complete the case. There was no pt involvement. No add'l info has been provided. You are receiving this MDR report from abbott vascular because boston scientific corp. Distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned product confirmed that the stent implant was returned dislodged from the balloon. There was contrast in the inflation lumen, which is consistent with preparation. There were crimp marks evident on the tightly folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Dimensional analysis found the outer diameters of the stent implant and the inner diameter of the flared end of the protective sheath met mfg criteria. It is possible that the stent implant became dislodged during sheath removal or during preparation, however, this cannot be confirmed. There was a flared strut in the first row of the distal end of the stent implant and a bend in the hypotube 14.5 cm distal to the strain relief tubing. There was no mention of this damage in the incident report and likely occurred as a result from handling of the product during packaging/shipment back to abbott vascular for eval. This damage does not appear to be related to the reported stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A definitive cause of the stent dislodgement cannot be determined. The bend in the hypotube and flared stent strut appear to be related to handling. There are no indications of a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.